Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported device turns off when handled by left side which was reproduced when the device powered off. The reported symptom was verified by the presence of 'improper shutdown' found during a review of the event history log. A visual inspection determined the symptom to be caused by depressed battery pins. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump turns off when handled by left side . There was no known patient injury or medical intervention associated with this event. No additional information is available.